Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the 5000 pm kit, vacuum drive, drive coupler and safety disk luer. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. No patient harm, serious injury, or adverse event was reported.